Event description:
While conducting an inservice at regional one, I activated the foot pedal and there was a loud "pop" followed by an electrical short smell. The unit shut off and would not come back on.

Manufacturer narrative:
(B)(4).